Event description:
This 74 year gentleman was adm 4/13/93 for pain control for extensive colon cancer with liver metastatis. He was also dehydrated. On day 9 of his stay, (pca pump use) he was thought to be lethargic, arousable progressing to periods of apnea and unarousab. The pca pump was programmed for 7.5 mg of ms. When unarousable state occurred, pump stopped. The program was correct with correct amount infused, batteries checked and ok. He is thought to have rec'd 200mg in 4 hrs. We observed some confusion the next day 4/23. On 4/24, pt. Was bright. 4/25, comfortable, 4/26 progressing to unresponsive, 4/27 death. Physician states that this event did not contibute in any way to patient's death. Pt. Had end stage illnessdevice not labeled for single use. Patient medical status prior to event: fair condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-oct-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: telemetry failure, none or unknown. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: no. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.